Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not detect the patient via their defibrillation electrodes . In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's reported issue by reviewing the available patient event file and spoke with the customer. It was determined that the issue was likely related to the defibrillation electrodes and not the device. The customer scrapped the electrodes and is not available for evaluation. The device remains with the customer. A further root cause could not be determined.

Event description:
The customer contacted stryker to report that their device did not detect the patient via their defibrillation electrodes . In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.